Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went to emergency room visit was first and after she got out of the hospital she was experienced high blood glucose and she was awake then experienced low blood glucose. Blood glucose reading was 490 mg/dl but that was without her insulin pump and low blood glucose reading was 25 mg/dl. Customer¿s other blood glucose reading was 300 mg/dl. Customer also reported that the insulin pump was not working. The insulin pump will not be returned for analysis.